Event description:
It was reported that during a lung biopsy, the device would not deploy, kept getting caught in the hub. No patient injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event to meet FDA criteria for reporting. This report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. A DHR review was completed and the issue described by the customer is confirmed. Root cause for this event was determined to be the distal end of the adaptor having a molding non-conformance where the tip is "necked down" resulting in the narrowing of the lumen ID. A siupplier corrective action report (scar) was received with corrective actions implemented and verification of effectiveness (voe) completed in june/july 2023. The lot number in question was manufactured prior to the corrective actions implemented per the scar.